Manufacturer narrative:
Additional information: h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and amia cassette. The patient was unable to disconnect from the amia cycler after peritoneal dialysis therapy. The patient cut the line and went to the clinic for a transfer set change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.